Manufacturer narrative:
E2: health professional - n (no) and e3: occupation - non-healthcare professional. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the device had a dark image due to a faulty charged coupled device. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device. Should any additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had a dark image. It was unknown when the issue occurred. There were no reports of patient harm.